Event description:
A "sensor error" message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced double vision and hypertension. The customer had contact with a healthcare professional (hcp) who obtained a healthcare meter result over 600 and provided unspecified treatment. It was indicated the customer was hospitalized for an unspecified amount of time. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.